Event description:
Customer was having high bg's but hadn't tried changing the infusion sete. Due to high bg's customer fell and hurt shoulder for which customer was taken to the hospital. Customer had fallen on the pump but there was no cosmetic damage to the pump. Customer's bg's have stabilized. Customer called from hospital and trouble shooting was performed and pump apeared to be functioning normal.